Event description:
It was reported by service report that the ground prong was missing from the power cord. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: the ground prong was missing from the power cord.